Event description:
It was reported that the guidezilla was fractured. The target lesion was located in the left coronary artery. A 6f guidezilla ii was selected for use. During unpacking, it was noted that the device was fractured and could not be used. The procedure was completed with another of the same device. No complications were reported and the patient was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).